Event description:
It was reported the instrument was used during a laparoscopic hernia repair. It was reported the oms20 stapler jammed and would not release staples. Also, the rep was told the tsf10 product would not work. Another was opened to finish the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: cartridge received empty; cartridge was conforming and was within design specs. Visual inspections and results: articulation: yes; cartridge batch number: ckw0468; precock functional: yes; rotation: yes; staple count: 0; swivel: yes. Functional tests and results: cycled the instrument: yes; test cartridge batch number: ckw0269. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument :jammed and would not release staples" during surgery due to the cartridge being empty. The instrument was received empty, but was in good physical condition. The instrument was examined and was found to be conforming and within design specs. The cartridge was also examined and was found to be within design specs with no anomalies or deformations observed. A test cartridge was secured onto the instrument and was cycled, fired, and properly formed the remaining 23 staples without incident. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.